Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to lung problem and high blood glucose of 434 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. It was stated that the customer was treated with the insulin pump and manual injections. The infusion set was changed to resolve the issue. Ran a fixed prime test and passed. The insulin pump has cracks at the reservoir compartment and the display, which it make hard to view the screen. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.